Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has not yet been completed. The initial device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital at the time of the event. The lifevest treated the patient and hospital staff attempted to resuscitate the patient. A review of device download information reveals that the lifevest delivered a treatment at 11:18:48 pm. The ECG recording at the time of the treatment reveals CPR artifact with pulseless electrical activity. The CPR artifact contributed to the false detections. The electrode belt was disconnected at 11:19:35 pm. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.